Event description:
During the procedure, there was a leak from the end of the sheath. The sheath was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing, which is consistent with the reported leak.